Event description:
Customer alleges the lift chair became inoperable, and she fell when getting out. The customer sustained an injury requiring hospitalization.

Event description:
Customer alleges the lift chair became inoperable, and she fell when getting out. The customer sustained an injury requiring hospitalization.

Manufacturer narrative:
Device required maintenance.(B)(4)

Manufacturer narrative:
Device evaluation anticipated but not yet begun.a follow up report will be submitted upon completion of investigation.